Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4x15 palmaz blue on aviator plus balloon expandable stent was removed from the tray and flushed. After the stent was implanted into the patient, the operator found the stent to be significantly shortened. The shortening was measured by the operator to be 4 mm. The catheter was removed easily from the patient. A second stent was needed, that second stent did have good wall opposition. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no damage noted prior to inserting the device into the patient vessel. The stent delivery system was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. There was no resistance/ friction while inserting the device through the rotating hemostatic valve. There was no resistance force last friction while inserting the device through the unknown guide catheter. The intended lesion was in a renal artery opening which had a 80% stenosis. The lesion was measured to be 3mm in diameter. The lesion length was measured to be 14mm. The lesion was noted to have mild calcification with no vessel tortuosity. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. There was no difficulty encountered while advancing/ tracking the stent delivery system towards the lesion. There was no difficulty noted while crossing the lesion with the device. Unusual force was not used at any time during the procedure. The device was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 4x15 palmaz blue on aviator plus balloon expandable stent was removed from the tray and flushed. After the stent was implanted into the patient, the operator found the stent to be significantly shortened. The shortening was measured by the operator to be 4 mm. The catheter was removed easily from the patient. A second stent was needed, that second stent did have good wall opposition. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no damage noted prior to inserting the device into the patient vessel. The stent delivery system was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. There was no resistance/friction while inserting the device through the rotating hemostatic valve or while inserting through the unknown guide catheter. The intended lesion was in a renal artery opening which had 80% stenosis. The lesion was measured to be 3mm in diameter. The lesion length was measured to be 14mm. The lesion was noted to have mild calcification with no vessel tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty encountered while advancing/tracking the stent delivery system towards the lesion or while crossing the lesion with the device. Unusual force was not used at any time during the procedure. The device was never in an acute bend. The stent delivery system (sds) was returned for evaluation along with an unknown self expanding stent (ses). A non-sterile ¿blue/aviator plus 4x15/142p pkg¿ was received for analysis, coiled inside a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. The shipment included the flushing needle and one unknown self-expanding stent. The balloon-expandable stent, palmaz blue/aviator plus, was not returned for analysis. The stent returned for analysis is a self-expanding stent and does not come mounted on this device. A thorough inspection revealed no damages or anomalies on either the sds balloon catheter or the stent returned. No other outstanding details were noted. The reported ¿stent incorrect length¿ cannot be confirmed as the palmaz blue stent was not returned for analysis, only the stent delivery system. No anomalies were noted on the device returned. The stent returned was an unknown self-expanding stent and therefore, the exact cause of the reported event cannot be determined. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event the actual palmaz blue stent was not returned for analysis and procedural films of the reported stent incorrect length were not provided. According to the instructions for use, which is not intended to mitigate risk, ¿selection of stent size: a. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion, taking stent foreshortening into account (refer to label for stent length when fully expanded). B. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. C. Measure the diameter of the reference vessel to determine the appropriate size stent system.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 4x15 palmaz blue on aviator plus balloon expandable stent was removed from the tray and flushed. After the stent was implanted into the patient, the operator found the stent to be significantly shortened. The shortening was measured by the operator to be 4 mm. The catheter was removed easily from the patient. A second stent was needed, that second stent did have good wall opposition. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. There was no damage noted prior to inserting the device into the patient vessel. The stent delivery system was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. There was no resistance/ friction while inserting the device through the rotating hemostatic valve. There was no resistance force last friction while inserting the device through the unknown guide catheter. The intended lesion was in a renal artery opening which had a 80% stenosis. The lesion was measured to be 3mm in diameter. The lesion length was measured to be 14mm. The lesion was noted to have mild calcification with no vessel tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty encountered while advancing/ tracking the stent delivery system towards the lesion. There was no difficulty noted while crossing the lesion with the device. Unusual force was not used at any time during the procedure. The device was never in an acute bend. The device will be returned for evaluation.